Event description:
On 31-jan-2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 74-year-old male with bradycardia. There was no additional patient information available. Return product is available for investigation. Date: collected: tested: results: sample: heparin dose: heparin time: on (B)(6) 2025, 5000 units, 6:00. On (B)(6) 2025, 11:12, 11:12, 619, a. On (B)(6) 2025, 11:26, 11:26, 826, b. On (B)(6) 2025, 11:53, 11:53, 256, c. On (B)(6) 2025, 2000 units, 11:59. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
(B)(4). The investigation was completed on 12-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.